Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, 3 tubes were underfilled and an unspecified number of tubes when filled have foam in the sample. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation for underfill and foaming sample. The evaluation of the photo did not illustrate a draw volume issue as the tube was not set up straight in the image, therefore the fill line to blood ration cannot be assessed. Functional tests for draw volume was conducted on 20 retained samples. Al tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill or other draw volume tube issues that may contribute to foaming of the specimen. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, 3 tubes were underfilled and an unspecified number of tubes when filled have foam in the sample. There was no health impact or consequences reported.